Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated chest tightness and felt that their implantable pulse generator (ipg) was not "firing appropriately". The nurse reported that failure to capture was noted on the monitor and heart rate twenties and thirties. The ipg remains in use. No further patient complications have been reported as a result of this event.